Event description:
Customer reportedly received result of 400 mg/dl and result in the 180's (mg/dl) within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.